Event description:
It was reported that the lens was removed intraoperatively from the patient's right eye due to trailing haptic remaining in the injector during insertion. The lens was cut and the incision was enlarged to 2.5mm. The lens was successfully replaced with another manufacturer's preloaded lens.